Event description:
The customer contacted the company's customer experience team via email to report that they had recently experienced repeat utis (urinary tract infections) while using the device. A urine sample was taken at an urgent care each time confirming 4 utis in 8 months each following period. Antibiotics were prescribed. Good hygiene was noted with changing within 12 hours, washing with soap, and boiling. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.